Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the physician experienced a catheter controller articulation issue. When the physician drove the catheter up, it went right almost 90 degrees. The physician removed and re-installed the catheter, and reseated the vision probe after rotating it 90 degrees prior to reinsertion, with no resolution. All troubleshooting options were performed with the exception of the physician elected to not power cycle off and restart the ion system. A backup catheter was not available. The physician was able to complete the diagnostic procedure with the issue after a 30 minute delay; however, a diagnosis was not obtained. After the procedure, the patient developed a pneumothorax requiring a chest tube, and was hospitalized for 1 day prior to being discharged home. The patient has a history of emphysema. The physician believes that the catheter issue contributed to the pneumothorax.

Manufacturer narrative:
The intuitive surgical complaint investigation is on-going.

Event description:
Refer to h10/h11 for follow-up information. Additional information can be found in section d.

Manufacturer narrative:
The vision probe was not returned for investigation. During this procedure, the customer contacted intuitive surgical technical support who recommended switching out the vision probe; however, they did not have a backup available. Review of the support logs from the event found that the user removed and re-installed all reusable instruments and accessories (catheter, catheter guide, and vision probe) while attempting to troubleshoot the issue. The procedure was completed using the same vision probe. A review of the site history showed that the vision probe was used in four subsequent ion procedures. Review of the support logs for all four subsequent procedures found that the users neither removed nor replaced the vision probe after the start of the procedure when the effects of the miskeyed vision probe would be apparent. There were no reported complaints of articulation issues in the subsequent procedures. The probable root cause of the catheter articulation issue is attributed to a vision probe that was miskeyed. However, the cause of the reported pneumothorax cannot be determined as it was not identified until post-procedure. An intuitive surgical medical safety officer review of the event concluded that a patient underwent an ion endoluminal biopsy which was complicated by a pneumothorax for which a chest tube was placed. The patient was hospitalized for one day and then discharged home. The articulation controls were reported to be off by about 90 degrees. [Evaluation of the system logs indicated an offset of approximately 45 degrees.] Based on the available data the event reported is procedure related. Bronchoscopy and biopsy is a minimally invasive procedure with a low overall complication rate. Patients with underlying lung disease such as this patient with emphysema have a higher risk of complications with bronchoscopy. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581 cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.